Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
Subsequent to the previous medwatch report filed, additional information was received: reportedly, the sheath size just prior to the insertion of the proglide device was 6f. The reduced blood flow in the leg was due to a small fragment of plaque.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a proglide device after a coronary angiogram. Reportedly, fourteen days after the successful proglide device closure, the patient was hospitalized with claudication and reduced blood flow to the leg where the proglide suture was deployed. The patient was to undergo surgery to investigate the groin where the proglide suture was deployed. The physician is reportedly trained in the use of the proglide device. No additional information was provided.